Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on (B)(6) 2019. Device evaluation summary: according to the information provided, it was reported that the patient experienced a deflation of the implant and autoimmune disorder. During evaluation of the sample it appeared intact. Leak testing was performed in accordance with mentor procedures and no leak sites were detected. No additional anomalies were observed. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab received the device for evaluation on (B)(6) 2019. The analysis has begun but is not complete at this time. When the investigation and analysis have been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on (B)(6) 2019. The pathology on the capsules around the implants both came back with chronic inflammation. The patient stated to have been experiencing unspecified health issues. 1645337-2019-15068 was created for the contralateral prosthesis. Additional information was received on (B)(6) 2019. The patient was diagnosed with an autoimmune reaction in march of 2018. The patient's age at the time of the event, and the event date have been updated. The specific health issues were listed: hashimotos thyroiditis dx fatigue weakness brain fog dry hair/hair loss irritability/depression weight gain constipation swelling in the hands and a puffy face dry eyes aches headaches stiff hands cold intolerance loss of libido bloating night sweats red and dry face cracking heels resulting in bleeding chest rash inflammation in the elbow/arm and shoulder pain random pain in both breasts ( more often left) shortness of breath high blood pressure low grade fever positive antinuclear antibody (ana) blood test manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: material rupture. Concomitant products: mentor smooth round moderate plus profile 375cc saline prosthesis, catalog # 3502375, serial # (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) native american female underwent primary breast augmentation with a mentor smooth round moderate plus profile 375cc saline prosthesis and experienced deflation resulting in creasing post procedure. The deflation was diagnosed through mammography. As a result, an explant is planned for (B)(6) 2019.